Event description:
It was reported that this left ventricular (lv) lead had dislodged. The lead was presenting high capture thresholds. This lead was capped and a new was placed. No adverse patient effects were reported.